Manufacturer narrative:
This report is being filed on an international product, list 08k25-25, that has a similar us product distributed in the us, list 08k25-27. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated the architect intact pth patient results are elevated compared to another laboratory using the same reference range of 15 to 65 pg/ml. No specific patient information was provided. No impact to patient management was reported. Testing data provided: ID (B)(6) architect intact pth of 252.4 pg/ml but 144.6 pg/ml unknown method. ID (B)(6) architect intact pth of 56.7 pg/ml but 35.70 pg/ml unknown method. ID (B)(6) architect intact pth of 36.8 pg/ml but 26.86 pg/ml unknown method. ID (B)(6) architect intact pth of 26.7 pg/ml but 18.70 pg/ml unknown method. ID (B)(6) architect intact pth of 80.9 pg/ml but 48.83 pg/ml unknown method. ID (B)(6) architect intact pth of 32.2 pg/ml but 22.05 pg/ml unknown method. ID (B)(6) architect intact pth of 40.7 pg/ml but 29.44 pg/ml unknown method. ID (B)(6) architect intact pth of 94.0 pg/ml but 51.38 pg/ml unknown method. ID (B)(6) architect intact pth of 63.9 pg/ml but 37.99 pg/ml unknown method. ID (B)(6) architect intact pth of 31.9 pg/ml but 19.83 pg/ml unknown method.

Manufacturer narrative:
The trend review did not identify increased complaint activity. A lot search was not performed as the likely cause lot was unknown. Accuracy testing was completed to evaluate the assay performance using a file kit of a representative reagent lot. All replicates met acceptance criteria and the testing passed. Labeling was reviewed and found to adequately address the issue under review. Additionally, the product claim indicates a positive bias to the comparison assay. No additional product issues were identified. Based on the evaluation, the architect intact pth assay is performing acceptably.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).